Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead revealed high threshold measurements and an acute rise in pacing impedances greater than 500ohms which are now at 1310 ohms since last follow-up visit. Damage to the lead was suspected. A revision procedure maybe performed in the future. Rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.